Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic distal gastrectomy for gastric cancer surgery, when severing body of stomach tissue on the first firing, after fired, noted oozing, "embedding the tissue to stop oozing." When severing the duodenum on the 2nd firing, after fired, the staples malformed with straight leg. Used suture to over sew. Changed to another brand's products to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4).batch # t5c04x. Device analysis: the analysis found that one pce60a device was returned with no apparent damage and with two ecr60b reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Reload b and c: ecr60b, t5ay5x, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.